Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The r series device is designed to adjust the defib output based on the presented ohm detection. Evaluation of the info provided found no evidence of a device malfunction and appropriately discharged at the proper output, +/- 15% accuracy of the defib output. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no pt involvement in the reported malfunction.